Event description:
It was reported that the device has a motor error. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. The tamper seal was not broken or removed. Visual inspection noted a crack on the right plunger case. Review of the error/event history log found "motor rate error". Functional testing confirmed the complaint when "motor rate error" was found during an occlusion test. Root cause was attributed to a combination of the worm coupling, lead screw and both clutch halves being found old, dirty and worn out. These conditions were attributed to due to normal wear; the device was over 8 years old. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced worm coupling, lead screw and both clutch halves. Performed preventative maintenance (pm) and all functional testing.